Event description:
It was reported that during the surgery, the sutures of this complaint product failed to seat. After puncturing the meniscus at the intended insertion site, significant force was required to "fire" the first anchor. After removing the needle, the anchor remained in the needle (it did not fire). A total of four meniscus sutures were inserted during the surgery: two worked properly, and two did not. The case was completed without any adverse outcomes to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign, the event occurred in russia. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 110024773 (66664963). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.